Manufacturer narrative:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a vizigo sheath. Per the caller, the physician stated that the "value was bad" and was leaking. The vizigo sheath was exchanged and the procedure was continued. There was no patient consequence reported. The bwi product analysis lab received the device for evaluation on (B)(6) 2024. The device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force manipulation was applied. A device history record was performed for the finished device batch number, and no internal actions were identified. The leak issue reported by the customer was confirmed. The damage observed on valve could cause the leak issue reported by the customer. The potential cause of the damage could be related to the incorrect insertion of the dilator into the sheath, due to an unintended use error; however, this could not be conclusively determined. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. During an internal review on (B)(6) 2024, noted a correction to the 3500a initial under d4. Primary UDI number as it should have been processed as (B)(4). Therefore, in addition in h11. Additional manufacturer narrative the following does not apply: d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a vizigo sheath and a leaking issue occurred. Per the caller, the physician stated that the "value was bad" and was leaking. The vizigo sheath was exchanged and the procedure was continued. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
During an internal review on 21-oct-2024 noted a correction to the 3500a follow-up #1, as in error missing the h4. Device manufacture date field. Therefore, added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).